Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent to treat a heavily calcified lesion in the mid rca. Resistance was experienced during attempts to cross the lesion and force was used. All attempts to cross the lesion failed and on removal it was noted that the stent struts were lifted. Another stent was used to treat the lesion successfully. The patient is fine post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. The lesion was not pre-dilated. Evaluation summary: the distal tip was slightly flared. The stent was positioned on the balloon between the marker bands. A number of struts on the 13th and 14th proximal stent segments were partially raised and overlapping.

Manufacturer narrative:
(B)(4). Results: failure to pre-dilate/ force was used, failure to deliver stent and stent deformation, heavily calcified lesion. Conclusion: heavily calcified lesion, failure to pre-dilate/ force was used.